Manufacturer narrative:
Device received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments or partial display due to blank flashing white lcd. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Device received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s school nurse reported via phone call that customer¿s insulin pump had flashing display as insulin pump was felt. Customer states that they had crack on screen and black marks in the screen when the light was on and screen flashing. Customer¿s blood glucose was 317mg/dl at time of incident and customer was unable troubleshoot for high blood glucose. Insulin pump will be return for analysis.